Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a black lcd touchscreen could not be confirmed. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the that the device's lcd touchscreen was black when powered on. The reporter, a distributor, advised that the salesperson then cycled power and the device's lcd touchscreen functionality returned and that proper operation was observed. There was no patient involvement associated with the reported event.